Manufacturer narrative:
A company service rep examined the system and was unable to duplicate the problems reported. The system was then tested and met all product specifications. (B) (4).

Event description:
Adverse event(s): "lens fragments remained" (no code available). Product problem(s): "no aspiration during case" (aspiration issue). A nurse reported receiving no aspiration during a case. Cortex fragment were left in the eye. On a follow-up call, the operating room mgr reported this event involved a (B) (6) male child who was under anesthesia. The surgeon stated there was low to no aspiration, in the cortex mode, for about 5 to 6 minutes. The surgeon was able to implant the iol, but was not able to remove all the lens fragments. The pt may require additional surgery to remove them. The surgeon tried to backflush the handpiece but that did not help. The case was extended by about 40 minutes. Additional info was requested, but more has been received to date.